Manufacturer narrative:
Continuation of d11: product ID: neu unknown lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they are planning to replace the battery and lead but he is hoping to wait until the micro is approved because he is very skinny and battery sticks out.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that in the beginning of the year the device was not working for symptom control and the patient was developing urinary tract infections (utis) so they saw their doctor in (B)(6). The doctor stated everything was fine. The patient moved to the us and they saw a doctor who stated that the lead was not in the correct location. The patient received different opinions and needed someone who knows the device to possibly fix it. The ins was working, just not stimulating properly. The patient believed the lead has moved and needed a doctor to look at the lead location. It was noted that the patient contacted a manufacturer representative to discuss a clinical trial. It was further reported that the patient saw a physician assistant who ordered an x-ray of the patient¿s device. No further complications were reported or anticipated.